Event description:
In early 2008, the pt reported that she saw moisture in the cartridge compartment of her infusion set and she received an e7 (electronic) error. She stated that the piston rod was unresponsive. She stated that she changed the battery several times and was unable to clear the error. To troubleshoot the pt was instructed to perform the change cartridge procedure and while trying to retract the piston rod the infusion device errored e7. She was instructed to insert the battery from the backup infusion device and again received the e7 while trying to retract the piston rod. No physiological effects were reported. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.